Manufacturer narrative:
Complaint not confirmed. Visual evaluation showed no damaged to the returned device. During device functioning, device was connected to a known good ar-6480 pump to be tested and evaluated under normal use conditions. When connected, device worked as intended.

Event description:
It was reported that during a knee surgery the pump speed increases uncontrollably. The customer has reported that the issue could be solved with the third tubing set and finished the surgery successfully. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery. Update 04-feb-2021 dw it was further reported that the patient was already in the surgery room but the related pump was not used on the patient.